Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The lift raised too high and would not stop and bent the arm on the actuator.